Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. (B)(4). (B)(6). Product support engineer (pse) evaluated the unit and confirmed the reported issue. Pse replaced the unit's data acquisition (da) pcba to resolve the reported issue.

Event description:
Customer contacted technical support stating that unit failed pressure accuracy testing. The customer reported there was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec'd by MFR: 01aug2019. The data acquisition (da) printed circuit board assembly (pcba) revealed no evidence of damage or contamination. The da pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.